Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, three cubies were failed and displayed error message as read, write, or invalid cubie memory. The customer attempted the recovery process, but the cubies did not pop up as they were supposed to. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) had confirmed that the issue had been resolved by the customer. The customer had picked the pockets to recover storage space, ejected the drawers, and restarted the system, after which no further investigation had been required. The system functioned as intended after the customer resolved the issue.